Event description:
The customer reported that hemolysis was observed in the 2nd double red blood cell (drbc) product bag. The alleged hemolysis was observed during labeling of the rbc products. Perthe customer, they believe it was an operational issue. There was not a transfusion recipient or patient involved at the time of blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). This report is being filed due insufficient information available at this time to determine if a device malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: this customer has had previously reported sporadic hemolysis of apheresis red cell units. The customer has identified they were collected by one staff member. The customer has identified that a possible cause of hemolysis may be incomplete breaking of frangible's tied to staff that has carpal tunnel ,or possibly may be issues with stripping technique. A terumo bct technical consultant was at the site for retraining due to hemolyzed rbc units at the time of this incident. The customer's site completed follow-up re-training on (B)(6) 2014, including discussion of techniques that may result in hemolysis. The customer will monitor the staff that performed the collection in relation to possible technique and product collection in the future. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
.

Event description:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury nor is there a likely potential for death or serious injury associated with this event based on the additional information.

Manufacturer narrative:
Investigation:the disposable set rbc products were returned, packed on ice, for analysis. The rbc units were tested for hemolysis. The test results indicated measurements of (B)(6) and (B)(6), which under environmentally controlled shipping conditions, supports the customer¿s statement that the second product bag appear to be hemolyzed. Only the disposable set rbc bags and segments were returned and visually checked for mis-assemblies and other manufacturing defects, which none where found. The run data file was analyzed for this procedure. Based on the analysis, no alerts or alarms where experienced during the procedure. A review of the lot for similar reports was carried out, none have been reported. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the hemolysis experienced by the customer. Root cause:a definitive root cause of the alleged hemolysis could not be determined. It is possible that the hemolysis experienced by the customer could have been relating to stripping of the bag tubing.